Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, osteoarthritis, nausea, fatigue and throat pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstruation irregular ("irregular menses") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: apparently four to six coils extruding from both ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: using sterile technique a balloon tip catheter was inserted in the endocervical canal and nonionic contrast infused under fluoroscopy. The scout film of the pelvis demonstrates two essure filaments in satisfactory position. Multiple attempts with 3 different speculums were utilized however the external or of the cervix was not demonstrated and the patient could not be cannulated to perform the hysterosalpingogram. Impression: hysterosalpingogram could not be performed as described above.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Removal surgery added for event pelvic pain. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, osteoarthritis, nausea, fatigue and throat pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstruation irregular ("irregular menses") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: apparently four to six coils extruding from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: using sterile technique a balloon tip catheter was inserted in the endocervical canal and nonionic contrast infused under fluoroscopy. The scout film of the pelvis demonstrates two essure filaments in satisfactory position. Multiple attempts with 3 different speculums were utilized however the external or of the cervix was not demonstrated and the patient could not be cannulated to perform the hysterosalpingogram. Impression: hysterosalpingogram could not be performed as described above. Batch no d14837, production date 2014-10-10, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') in an adult female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, osteoarthritis, nausea, fatigue and throat pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), menstruation irregular ("irregular menses/unusual periods"), menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: apparently four to six coils extruding from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: using sterile technique a balloon tip catheter was inserted in the endocervical canal and nonionic contrast infused under fluoroscopy. The scout film of the pelvis demonstrates two essure filaments in satisfactory position. Multiple attempts with 3 different speculums were utilized however the external or of the cervix was not demonstrated and the patient could not be cannulated to perform the hysterosalpingogram. Impression: hysterosalpingogram could not be performed as described above.. Batch no d14837 production date 2014-10-10 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Event cramping was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.